Event description:
Received information that a patient had unexplained reduction in visual acuity and experienced probable sterile infiltrative keratitis. However, microbial keratitis could not be completely ruled out. The patient may have been wearing this lens type at the time of the event. Approximately 5 months following the lens fitting, patient presented with complaints of bilateral eye pain, light sensitivity and redness. Exam revealed best corrected right visual acuity: 20/40; best corrected left visual acuity: 20/30; uncorrected right visual acuity: 20/60; uncorrected left visual acuity: 20/30 and peripheral (largest <0.5) epithelial corneal infiltrates. Pinpoint overlying stain, watery discharge and lid edema were also noted. No culture was taken. Practitioner diagnosed non-microbial/sterile keratitis and was uncertain if it was related to contact lens wear. Treated with acular and viagamox eye drops. Patient was not seen for follow up.